Event description:
It was reported that a device interrogation was performed the day after system implant. Device interrogation revealed far r oversensing on the atrial lead. An x-ray was performed that revealed dislodgment on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.